Event description:
Customer reported problems with cine images. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reformatted the cine drive and reloaded software. System operates as intended.